Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states ¿vessel perforation not related to trevo occurred during procedure. There were no device malfunctions." The reported patient vessel perforation and patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombectomy procedure for right m2 on (B)(6) 2020 subject retriever and aspiration catheter was used for two passes. Vessel perforation not related to subject retriever occurred during the procedure. CT scan follow-up after procedure showed sah (subarachnoid hemorrhage). Patient mrs (modified rankin scale) before onset was 0. The pre-procedure tici (thrombolysis in cerebral infarction) score was 0 and final tici was 2b. Pre-procedure nihss (national institutes of health stroke scale) score was noted at 15 and final nihss was 15. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that thrombectomy procedure for right m2 on (B)(6) 2020 subject retriever and aspiration catheter was used for two passes. Vessel perforation not related to subject retriever occurred during the procedure. CT scan follow-up after procedure showed sah (subarachnoid hemorrhage). Patient mrs (modified rankin scale) before onset was 0. The pre-procedure tici (thrombolysis in cerebral infarction) score was 0 and final tici was 2b. Pre-procedure nihss (national institutes of health stroke scale) score was noted at 15 and final nihss was 15. No further information provided.